Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and other complications. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This legal case has re-opened due to the receipt of legal documents. It was reported approximately 7.7 years post implantation of a lbhr, the 62 year old female underwent a revision due to pain and other complications. However the only clinical documents provided were the primary operative report and the top portion only of the revision report. According to the detail page the revision operative report describes significant evidence of metal debris and 'probable pseudo-tumor'. Elevated levels of cobalt & chromium, loose acetabulum reported. Based on the limited clinical information provided the findings are consistent with reactions from metal debris. However, the source cannot be confirmed, neither the pathology report, complete revision report, explant, nor the metal ion levels were provided. Therefore it cannot be concluded whether the reported clinical reactions are associated the implant. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Left hip revision surgery was performed due to pain and other complications.